Event description:
It was reported that the patient had alarms on his mobile power unit (mpu) at home. The alarm occurred when the patient was walking while hooked up to wall power. Every time the patient walked within close proximity of the mpu, both the controller and mpu started to alarm. The patient was unable to see what alarm was on the controller screen. Device assessment found multiple low voltage alarms and increased backup battery use since (B)(6) 2022. Log file review found multiple loss of external power events and low voltage hazard alarms on (B)(6) 2022 while the patient was connected to the mpu. The controller appropriately switches to emergency backup battery (ebb) power and alarms resolved once ac power was restored to the mpu. Pump support was not interrupted during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller alarming due to a loss of power was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 11 hours (B)(6) 2022 from 04:51:59 ¿ 15:48:42 per timestamp). No external power events that were associated with low power hazard, power cable disconnect and no external power alarms were intermittently active on (B)(6) 2022 from 04:51:59 - 11:26:29. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The backup battery provided power to the system during these events. The alarm cleared when power was restored to the controller. Pump operation was not affected. There were no other notable alarms. Additional information stated that there were no adverse patient impacts, and that no products would be returned for evaluation. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 23feb2018 heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low voltage, and no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarm was unable to be recreated in the clinic. The patient was sent home with a loaner mpu.